Manufacturer narrative:
The impella device was returned and evaluated. The purge door was stuck due to build-up of purge fluid.

Event description:
The complainant reported that the door release button on the automated impella controller (aic) was stuck. There was no patient involvement or harm as a result of the noted issue. The aic was replaced as a result of the issue.